Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl and a correction bolus was delivered to address the bg level. The customer had changed the supplies on the pump multiple times. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the past occlusions.